Event description:
The user returned the product because, it stopped working. Further eval revealed that the cord had been cut near the strain relief which could have exposed the user to bare wire.

Manufacturer narrative:
The user reported the product because it stopped working. Further eval revealed that the cord had been cut near the strain relief which could have exposed the user to bare wire. A CAPA project ((B)(4)) has been initiated to resolve this issue. This failure generally occurs when the cord has been bent repeatedly with excessive force. In this case, the cord was broken such that the user could have been exposed to bare wire.